Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer experienced a blood glucose (bg) level of 475 mg/dl and ketones; no ketone value was provided. A correction bolus via the pump was delivered and a manual injection was administered to address the bg level. A system check was performed and drops were observed momentarily before pausing due to possible air bubbles and then resuming once more. Tandem technical support advised the customer to change their infusion set tubing and site. During a follow-up, the customer stated that changing their supplies resolved their occlusions. The customer's bg levels were in target range and their ketones had cleared.